Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 in order to treat stress urinary incontinence and pelvic organ prolapse and a sling was used concurrently with another mesh. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, recurrence, and dyspareunia. It was reported that patient underwent revision of a and p repair due to chronic pelvic and vaginal pain, pelvic adhesions on (B)(6) 2007. It was reported that patient underwent revision of anterior mesh due to pelvic pain and dyspareunia on (B)(6) 2009. It was reported that the patient underwent portion of mesh removed on (B)(6) 2010 due to dysmenorrhea, dyspareunia and erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04708. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to pelvic pain and dyspareunia.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to pelvic pain and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, urinary frequency and urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a flexible sigmoidoscopy on (B)(6) 2006 due to rectal bleeding. It was also reported that the patient underwent a cystoscopy with bilateral retrograde pyelogram on (B)(6) 2008 due to hematuria and pelvic pain. (B)(4).